Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose levels at the time of emergency room visit was 600+ mg/dl. Customer stated that their hospitalization was the result of an infusion set detachment. Replacement product is being sent.